Manufacturer narrative:
Product implicated is a 4 french PICC. Returned for evaluation is the catheter only. The catheter is in two pieces. The proximal section, which includes the hub, measures 4.7 cm and the distal section, which is the catheter tubing, measures 52.7cm. Lot history review was not possible since no lot number was provided. The catheter separated at the hub-tubing joint. Under 50x magnification, the testure at the break point appears granular and dull. Through tactile inspection, tubing is severely elongated and appears to be necked down length wise distal to the break site. The ends appear to mate together. These signs indicate a typical tensile break. The complaint confirmed, as the catheter did break. This complaint should be recorded as user-related since the catheter was pulled apart. The first precaution in the instructions for use states "it is important to follow the suggested method of securing the catheter as described in the instructions. If the catheter is not properly secured it may migrate or inadvertently be broken."

Event description:
The catheter was broken at the hub. It was taped down with the steri strips. No other info is known